Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm with a maximum diameter of 68 mm, and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2016, follow-up computed tomography angiography (cta) determined the maximum diameter of the aneurysm to be 74mm. On (B)(6) 2016, follow-up cta determined the maximum diameter of the aneurysm to be 75mm. On (B)(6) 2016, the patient required in-patient hospitalization for a type ii endoleak and enlargement of the abdominal aortic aneurysm. On (B)(6) 2017, the patient underwent catheterization of the aorta, the right internal iliac artery and superior mesenteric artery with arteriogram. The patient tolerated the procedure.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur include, but are not limited to include: endoleak, aneurysm enlargement patient medical history includes but is not limited to: hypercholesterolemia, hypertension, tobacco use, thromboembolic event, diabetes mellitus no medications for the patient were known.